Manufacturer narrative:
Batch review performed on 29 may 2017. Lot 148445: (B)(4) items manufactured and released on 24 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event.

Event description:
Revision surgery was necessary due to loosening of the amistem-h. No piece available for investigation.